Manufacturer narrative:
A technical assessment of the device design identified the root cause of the thermal event to be the dash pdm charging voltage exceeding the battery specification, defined as overcharging. Field safety corrective action has been initiated by insulet corporation. In the case description, the user mentioned that the pdm would not hold charge and was hot to the touch. The pdm was plugged in and allowed to charge. The pdm was not felt to get hot while charging. Inspection of the android log files downloaded from the pdm found no evidence of overheating. The battery temperature was found to be within the operating specification throughout operation. Inspection of the android log files found an instance of increased battery drain where the battery charge was found to go from 73% to 19% in 80 minutes. The exact cause of this increased battery drain could not be conclusively determined. Inspection of the log files showed that the pdm was plugged in to charge frequently while in use by the user. The exact cause of the battery being unable to hold charge could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported the reported thermal event. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
It was reported by the patient that the omnipod personal diabetes manager (pdm) is over heating during charging. The patient also reported that the pdm is losing a battery charge quicker than expected.